Event description:
An event occurred with the bgstar system where indirect harm occurred because the patient injected a higher insulin dose and went into hypoglycemia based on readings on the bgstar which were presumed to be too high. Patient threw device away. No investigation possible.

Manufacturer narrative:
Investigation not possible- patient threw device away.